Event description:
The customer called and reported that the connectors on her olympus connecting tubes were breaking and popping off mid-cycle during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
The evaluation of the event is still on-going. Should additional relevant information be provided another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to external stress applied to the lock lever of the tube. External stress on the connecting tube may have been caused by applying force in the wrong direction. The event is detectable by handling the device in accordance with the following instructions for use (IFU): 9. Preparation and inspection: 1) visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2) move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.